Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k provided is for a similar product that is sold in the us.

Event description:
It was reported that when removing the dilator from the sheath after placement, a blood leak was found from the hemostasis valve. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of a blood leak through the hemostasis valve after sheath placement was confirmed. One 8.5 fr psi sheath / dilator was returned. The sample showed evidence of use. No defects or anomalies were observed on the sheath during visual examination without magnification. However, microscopic examination found a hole in the hemostasis valve seal. Psi module requirements specifies low pressure leak resistance of the hemostasis valve at 3 and 6 psi for 30 seconds. Using the lab leak tester, water leaked through the valve as soon as line pressure was applied. The sheath assembly is shipped with the dilator inserted into the distal end of the sheath. The instruction booklet directs the user to insert the entire length of the dilator through the hemostasis valve into the sheath. After insertion, the clinician is instructed to advance the sheath valve assembly off the dilator by grasping near the skin and using a slight twisting motion. There is no evidence that the instructions for use were not followed. A device history record review was performed and other remarks: did not reveal any relevant findings. The probable cause of this issue is manufacturing related. Further investigation of this complaint issue has been initiated.